Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with an infection. Follow-up with the patient¿s pd registered nurse revealed the patient presented to the emergency room on (B)(6) 2021 with abdominal pain and cloudy effluent fluid. A peritoneal effluent culture and cell count (elevated wbc, result unknown) were obtained, and the patient was admitted for peritonitis. The patient was started on intraperitoneal (ip) vancomycin and fluconazole (doses, duration, frequency not provided). The peritoneal effluent fluid cultures returned positive for candida tropicalis (fungal) and the antibiotics were continued. Due to the fungal infection the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2021, and a hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd for rrt on (B)(6) 2021 with good success. There is no plan at this time for the patient to return to pd therapy. The pdrn stated causality was unknown at this time, however there is no concern any fresenius device(s) and/or product(s) malfunctioned or did not perform as expected. The patient remains hospitalized and is recovering from the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the patient¿s hospitalization for fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization. While hospitalized the patient underwent antibiotic therapy, the surgical removal of his pd catheter (not a fresenius product) and transition to hemodialysis (hd) therapy for renal replacement therapy (rrt). The etiology of the fungal peritonitis is unknown; therefore, causality cannot be determined. However, the pdrn reported there is ¿no concern¿ a fresenius device(s) and/or product(s) malfunctioned or did not perform as expected. Most fungal peritonitis (fp) events are caused by the (B)(6) species, and frequently result in the removal of the pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event(s). End stage renal dialysis (esrd) patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with an infection. Follow-up with the patient¿s pd registered nurse revealed the patient presented to the emergency room on (B)(6) 2021 with abdominal pain and cloudy effluent fluid. A peritoneal effluent culture and cell count (elevated wbc, result unknown) were obtained, and the patient was admitted for peritonitis. The patient was started on intraperitoneal (ip) vancomycin and fluconazole (doses, duration, frequency not provided). The peritoneal effluent fluid cultures returned positive for (B)(6) tropicalis (fungal) and the antibiotics were continued. Due to the fungal infection the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2021, and a hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd for rrt on (B)(6) 2021 with good success. There is no plan at this time for the patient to return to pd therapy. The pdrn stated causality was unknown at this time, however there is no concern any fresenius device(s) and/or product(s) malfunctioned or did not perform as expected. The patient remains hospitalized and is recovering from the events.